Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint description states that a revision was performed due to the breakage of the tip of the corail stem. The device associated to the complaint were not returned for analysis. The DHR analysis performed for the corail stem did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. From x-ray and patient details review 3 potential contributing factors to this failure are identified: the patient weight, the stem positioning choice and an under-sizeing stem implanted. Based on the information received and the investigation performed, the root cause of the incident could not be determined with certainty. The incident could be related to several contributing factors: patient weight, the stem positioning choice and an under-sizeing stem implanted. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI# (B)(4).

Event description:
Patient was revised to address pain and a broken stem.